Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve at a depth of 4 millimeter (mm), an aortagram was performed which revealed the valve had dislodged out of the annulus. The valve was snared into the ascending aorta. A second transcatheter valve was delivered through the dislodged valve and deployed successfully. No additional adverse patient effects were reported.